Manufacturer narrative:
If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
A merz affiliate in (B)(6) was notified on (B)(6) 2017 about a (B)(6) year old female patient who reported partial loss of vision in one eye following an ultherapy treatment. The patient reportedly saw an ophthalmologist on an unknown date and the reason for vision loss was not identified. Per the affiliate, the ophthalmologist suggested that the vision loss could be due to high blood pressure. Follow up inquiries to obtain further information including treatment date, serial numbers of devices in use, and patient treatment and medical records were sent on (B)(6) 2017.

Manufacturer narrative:
An investigation was performed and it was determined that there are not enough details to confirm whether a merz/ulthera device malfunctioned; there was no allegation of a device malfunction. Ulthera made multiple attempts to the affiliate for additional information on 9/21/2017, 9/25/2017, and 10/2/2017. The affiliate made multiple attempts for follow up to the treating practice on 9/20/2017, 10/3/2017, and 10/18/2017 with no response to date. The device was not requested back for return, as no device serial numbers have been confirmed by the treating practice. It is unconfirmed whether a merz/ulthera device caused or contributed to the event. The patient's ophthalmologist suggested that the vision loss that occurred could be due to high blood pressure.